Event description:
Customer reported an implant loss due to an mobility caused by overloading after insertion of the abutment. Date of loss approximately (B)(6) 2025. Practice not reached by telephone for further clarification.

Manufacturer narrative:
Therefore, beacause a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.